Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain ") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), weight increased ("weight gain"), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("side pain"), migraine ("migraines"), depression ("depression"), mood swings ("mood swings"), pruritus ("itchy skin") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain, weight increased, alopecia, back pain, abdominal pain, migraine, depression, mood swings, pruritus and menstrual disorder outcome was unknown. The reporter considered pelvic pain, weight increased, alopecia, back pain, abdominal pain, migraine, depression, mood swings, pruritus and menstrual disorder to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("side pain/ abdominal cramp"), migraine ("migraines"), depression ("depression"), mood swings ("mood swings"), pruritus ("itchy skin"), menstrual disorder ("abnormal menstruation"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), tooth loss ("tooth loss"), amnesia ("memory loss"), anxiety ("anxiety") and headache ("headaches"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, alopecia, back pain, abdominal pain, migraine, depression, mood swings, pruritus, menstrual disorder, dyspareunia, dysgeusia, dental caries, tooth loss, amnesia, anxiety and headache outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, dental caries, depression, dysgeusia, dyspareunia, headache, menstrual disorder, migraine, mood swings, pelvic pain, pruritus, tooth loss and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results: following the essure® procedure, an hsg test was performed, confirming full occlusion of plaintiff's fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-jun-2018: events: pain during intercourse, migraines, metallic taste in her mouth, tooth decay ,tooth loss, weight gain, memory loss, depression, anxiety, and headaches were added.lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, adenomyosis, cervicitis, nabothian cyst, gas pain and stomach pain. Concomitant products included contraceptives, ibuprofen from august 2015 to march 2016 and tramadol from august 2015 to march 2016. In (B)(6) 2015, the patient had essure inserted. In august 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced urticaria ("rashes or skin conditions: hives"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay"). In (B)(6) 2015, the patient was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain / loss specify which one: weight gain") and experienced myalgia ("muscle pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("side pain/ abdominal cramp"), migraine ("migraines"), depression ("depression"), mood swings ("mood swings"), pruritus ("itchy skin"), menstrual disorder ("abnormal menstruation"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth"), tooth loss ("tooth loss"), amnesia ("memory loss"), anxiety ("anxiety"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and tooth fracture ("tooth breakage"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, back pain, abdominal pain, depression, pruritus, menstrual disorder, amnesia and headache had resolved and the migraine, mood swings, dyspareunia, dysgeusia, dental caries, tooth loss, anxiety, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, fatigue, the last episode of weight increased, tooth fracture, myalgia, arthralgia and urticaria outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menstrual disorder, migraine, mood swings, myalgia, nausea, pelvic pain, pruritus, tooth fracture, tooth loss, urticaria, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of plaintiff's fallopian tubes. Pathology test - on an unknown date: final diagnosis: uterus, cervix, tubes (hysterectomy and salpingectomy): - uterine corpus (150 g): secretory endometrium, day 17. Adenomyosis. - cervix: chronic cervicitis. Nabothian cysts. - right fallopian tube: no significant abnormalities identified. - left fallopian tube: hydrosalpinx. Gross description: right fallopian tube: appearance - patent with fimbria end. There is a medical coiled wire identified at the junction of the uterine cornu and extending into the lumen of the fallopian tube. This area appears grossly scarred down left fallopian tube: appearance - patent without fimbriated end. There is a medical coiled wire identified at the junction of the uterine conu and extending into the lumen of the fallopian tube. This area appears grossly scarred down. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 19-mar-2019: pfs received event " rashes or skin conditions: hives" was added. Treatment drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, adenomyosis, cervicitis, nabothian cyst, gas pain and stomach pain. Concomitant products included contraceptives, ibuprofen from august 2015 to march 2016 and tramadol from august 2015 to march 2016. In august 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced urticaria ("rashes or skin conditions: hives"). In (B)(6) 2015, the patient experienced dental caries ("dental problem - tooth decay"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced myalgia ("muscle pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdominal cramp"), flank pain ("side pain"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("mood swings"), pruritus ("itchy skin"), menstrual disorder ("abnormal menstruation"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth"), tooth loss ("dental problem - tooth loss"), toothache ("dental problem - tooth pain"), tooth fracture ("tooth breakage"), amnesia ("memory loss"), anxiety ("anxiety"), headache ("headaches"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, back pain, abdominal pain, flank pain, depression, pruritus, menstrual disorder, amnesia and headache had resolved and the weight increased, migraine, mood swings, dyspareunia, dysgeusia, dental caries, tooth loss, toothache, tooth fracture, anxiety, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, fatigue, myalgia, arthralgia, urticaria, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, headache, menorrhagia, menstrual disorder, migraine, mood swings, myalgia, nausea, pelvic pain, pruritus, tooth fracture, tooth loss, toothache, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved date(s) of insertion: (B)(6) 2015 (as written) as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of plaintiff's fallopian tubes. Pathology test - on an unknown date: final diagnosis: uterus, cervix, tubes (hysterectomy and salpingectomy): - uterine corpus (150 g): secretory endometrium, day 17. Adenomyosis. - cervix: chronic cervicitis. Nabothian cysts. - right fallopian tube: no significant abnormalities identified. - left fallopian tube: hydrosalpinx. Gross description: right fallopian tube: appearance - patent with fimbria end. There is a medical coiled wire identified at the junction of the uterine cornu and extending into the lumen of the fallopian tube. This area appears grossly scarred down left fallopian tube: appearance - patent without fimbriated end. There is a medical coiled wire identified at the junction of the uterine conu and extending into the lumen of the fallopian tube. This area appears grossly scarred down. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received. Events : abnormal bleeding (vaginal), menorrhagia, event side pain / abdominal cramps was coded separately as flank pain. Event tooth pain was added from previous version. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, adenomyosis, cervicitis, nabothian cyst, gas pain and stomach pain. Concomitant products included cefixime (flexeril), ibuprofen from august 2015 to march 2016 and tramadol from august 2015 to march 2016. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay"). In (B)(6) 2015, the patient was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain / loss specify which one: weight gain") and experienced myalgia ("muscle pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("side pain/ abdominal cramp"), migraine ("migraines"), depression ("depression"), mood swings ("mood swings"), pruritus ("itchy skin"), menstrual disorder ("abnormal menstruation"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth"), tooth loss ("tooth loss"), amnesia ("memory loss"), anxiety ("anxiety"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and tooth fracture ("tooth breakage"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, back pain, abdominal pain, depression, pruritus, menstrual disorder, amnesia and headache had resolved and the migraine, mood swings, dyspareunia, dysgeusia, dental caries, tooth loss, anxiety, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, fatigue, the last episode of weight increased, tooth fracture, myalgia and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menstrual disorder, migraine, mood swings, myalgia, nausea, pelvic pain, pruritus, tooth fracture, tooth loss, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of plaintiff's fallopian tubes. Pathology test - on an unknown date: final diagnosis: uterus, cervix, tubes (hysterectomy and salpingectomy): - uterine corpus (150 g): secretory endometrium, day 17. Adenomyosis. - cervix: chronic cervicitis. Nabothian cysts. - right fallopian tube: no significant abnormalities identified. - left fallopian tube: hydrosalpinx. Gross description: right fallopian tube: appearance - patent with fimbria end. There is a medical coiled wire identified at the junction of the uterine cornu and extending into the lumen of the fallopian tube. This area appears grossly scarred down left fallopian tube: appearance - patent without fimbriated end. There is a medical coiled wire identified at the junction of the uterine conu and extending into the lumen of the fallopian tube. This area appears grossly scarred down. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received. Events apareunia, tooth fracture, nausea, allergy to metal, dysmenorrhea, fatigue, weight increased, myalgia, arthralgia were added. Historical, concomitant conditions drugs, conditions were updated. Events outcome updated. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, adenomyosis, cervicitis, nabothian cyst, gas pain and stomach pain. Concomitant products included contraceptives, ibuprofen from (B)(6) 2015 to (B)(6) 2016 and tramadol from (B)(6) 2015 to (B)(6) 2016. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced urticaria ("rashes or skin conditions: hives"). In (B)(6) 2015, the patient experienced dental caries ("dental problem - tooth decay"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced myalgia ("muscle pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdominal cramp"), flank pain ("side pain"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("mood swings"), pruritus ("itchy skin"), menstrual disorder ("abnormal menstruation"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth"), tooth loss ("dental problem - tooth loss"), toothache ("dental problem - tooth pain"), tooth fracture ("tooth breakage"), amnesia ("memory loss"), anxiety ("anxiety"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and asthenia ("no energy"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, back pain, abdominal pain, flank pain, depression, pruritus, menstrual disorder, amnesia and headache had resolved and the weight increased, migraine, mood swings, dyspareunia, dysgeusia, dental caries, tooth loss, toothache, tooth fracture, anxiety, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, fatigue, myalgia, arthralgia, urticaria, vaginal haemorrhage, menorrhagia and asthenia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, headache, menorrhagia, menstrual disorder, migraine, mood swings, myalgia, nausea, pelvic pain, pruritus, tooth fracture, tooth loss, toothache, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved date(s) of insertion: (B)(6) 2015 (as written) as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of plaintiff's fallopian tubes. Pathology test - on an unknown date: final diagnosis: uterus, cervix, tubes (hysterectomy and salpingectomy): - uterine corpus (150 g): secretory endometrium, day 17. Adenomyosis. - cervix: chronic cervicitis. Nabothian cysts. - right fallopian tube: no significant abnormalities identified. - left fallopian tube: hydrosalpinx. Gross description: right fallopian tube: appearance - patent with fimbria end. There is a medical coiled wire identified at the junction of the uterine cornu and extending into the lumen of the fallopian tube. This area appears grossly scarred down left fallopian tube: appearance - patent without fimbriated end. There is a medical coiled wire identified at the junction of the uterine conu and extending into the lumen of the fallopian tube. This area appears grossly scarred down. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, adenomyosis, cervicitis, nabothian cyst, gas pain and stomach pain. Concomitant products included contraceptives, ibuprofen from august 2015 to march 2016 and tramadol from august 2015 to march 2016. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced urticaria ("rashes or skin conditions: hives"). In (B)(6) 2015, the patient experienced dental caries ("dental problem - tooth decay"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced myalgia ("muscle pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdominal cramp"), flank pain ("side pain"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("mood swings"), pruritus ("itchy skin"), menstrual disorder ("abnormal menstruation"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth"), tooth loss ("dental problem - tooth loss"), toothache ("dental problem - tooth pain"), tooth fracture ("tooth breakage"), amnesia ("memory loss"), anxiety ("anxiety"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and asthenia ("no energy"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on 28-mar-2016. At the time of the report, the pelvic pain, alopecia, back pain, abdominal pain, flank pain, depression, pruritus, menstrual disorder, amnesia and headache had resolved and the weight increased, migraine, mood swings, dyspareunia, dysgeusia, dental caries, tooth loss, toothache, tooth fracture, anxiety, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, fatigue, myalgia, arthralgia, urticaria, vaginal haemorrhage, menorrhagia and asthenia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, headache, menorrhagia, menstrual disorder, migraine, mood swings, myalgia, nausea, pelvic pain, pruritus, tooth fracture, tooth loss, toothache, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved date(s) of insertion: (B)(6) 2015 (as written) as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of plaintiff's fallopian tubes. Pathology test - on an unknown date: final diagnosis: uterus, cervix, tubes (hysterectomy and salpingectomy): - uterine corpus (150 g): secretory endometrium, day 17. Adenomyosis. - cervix: chronic cervicitis. Nabothian cysts. - right fallopian tube: no significant abnormalities identified. - left fallopian tube: hydrosalpinx. Gross description: right fallopian tube: appearance - patent with fimbria end. There is a medical coiled wire identified at the junction of the uterine cornu and extending into the lumen of the fallopian tube. This area appears grossly scarred down left fallopian tube: appearance - patent without fimbriated end. There is a medical coiled wire identified at the junction of the uterine conu and extending into the lumen of the fallopian tube. This area appears grossly scarred down. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter and event "no energy" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.